Event description:
It was reported that during a preparation for an iliiac stentig treatment procedure, a premature stent deployment occurred.during a case, it was reported that this reduced profile wallstent (10x42x75/ 7f) deployed prematurely before insertion into the patient. There were no reported patient complications.additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was further reported that the procedure was completed with a different device and the patient condition is currently doing fine.